Event description:
It was reported that while doing testing the atrial and ventricular amplitude readings were out of range. The generator was returned for service. It was noted that this is a device that had been out on loan from the company. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).